Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported slda was related to patient anatomy. The reported mitral regurgitation was a cascading events of the slda. The reported dyspnea appears to be cascading effects of the recurrent mr. Dyspnea and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/ illness/ impairment was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ mixed mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully at anterior and posterior leaflet 3(a3p3). The mr was reduced to grade 2 post procedure. After few hours of deployment, a single leaflet device attachment (slda) occurred from the posterior leaflet. Recurrent mr of grade 4+ and dyspnea was reported. Per the physician, slda was due to thin and friable leaflets of the patient. There was no clinically significant delay.